Manufacturer narrative:
The spacelabs field service engineer was dispatched to the customer site for further analysis and collection of data logs. The reported problem was verified. The xhibit central station required a system reboot. The field service engineer reports the xhibit is functioning according to spacelabs¿ specifications. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 that the xhibit central displays experienced loss of visual monitoring capabilities for telemetry patients. No injury was reported with this event.